Event description:
Patient underwent cystocele repair with mesh. When drapes were taken off of the patient, a quarter sized second-degree skin burn was noted at the 4:00 position, the patient's left abdomen, lateral to the umbilicus. Surgeon injected 10ml of 0.25 bupivacaine, applied silvadene and covered it with a tegaderm. Plastic surgeon later contacted for a consult and wound management. Thought to have been from the male/female attachments. Product instructions in the core indicate that acmi light cord can be used with the lumitex light mat - the item that burned the patient-. However, according to the vp of sales with lumitex, they only recommend using their specially designed light cords which have a heat deflecting element in the portion of the light cord which burned the patient.